Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt while he was at work. He changed the reservoir when he got home and received another no delivery alarm during prime. Blood glucose value was 313 mg/dl. Customer was advised to disconnect at the quick release and run fixed prime, insulin did not exit. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. He was then instructed to rewind, reinsert the reservoir and perform manual prime; the insulin pump did not alarm no delivery. Customer was advised the device is working as designed and the alarm was caused by a set/reservoir occlusion.